Manufacturer narrative:
Identification #: (B)(6). D4: unique identifier (UDI) #: unable to determine entire UDI# as information was not provided. G4: PMA/510(k) #: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista 1000 was experiencing technical failure alarm 316 (blower failure), along with other failure codes. Device has been software updated, bronze sinter filter replaced, and troubleshooting has been followed in the service manual for this specific error code. Log files have been sent to vyaire for analysis. Issue was found during maintenance. No patient involvement.

Manufacturer narrative:
Device evaluation update: g6, h2, h6 and h11 logfile analysis was reviewed from the date of failure (08oct2024) and found root cause of failure was defective inspiration valve nt.

Event description:
Additional information received indicates that the customer was able to send logfiles for further investigation.